Event description:
It was reported that the patient visited the emergency room (ER) due to syncopal event. This right ventricular (rv) lead exhibited intermittent loss of capture (loc). The boston scientific representative had checked the device & leads and they showed good thresholds, however there was loc noted on the monitor. On the fluoroscopy, the rv lead had no slack in it. Subsequently the physician elected to reposition this lead. Impedance and threshold measurements were within the range after the reposition was performed. No additional patient adverse effects were reported. This lead remains in service.